Event description:
It was reported that the left ventricular (lv) lead had high, out-of-range pace impedance values of greater than 3000 ohms. The device and leads remain in service. No adverse patient effects were reported.